Event description:
This report is for revision due to periprosthetic fracture. Information received from iis 2023-001 indicates the following: cellulitis. Debridement, antibiotics, and implant retention on (B)(6) 2012, cultured for enterobacter, oral levaquin and IV antibiotic. Then periprosthetic fracture tibia. L tibial components removed (B)(6) 2014. Left knee.